Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left side device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on valve bond edge side assessed, as unidentified (tear) opening. Additional observations: crease flat observed, inside device. White particle observed, inside device.

Event description:
Healthcare professional reported, deflation against left side device. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.